Event description:
It was reported that the pn 31g 8mm 5b 105bx de had the cannula break off (patient or no patient end) or pulls out. The following information was provided by the initial reporter, ¿needles break off during the injection.¿

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-09-10. H.6. Investigation summary: one open and twenty nine sealed 31g x 8mm pen needle samples were returned from lot. No. 9288376, cat. No.320524. Visual examination was carried out on the one open sample and all twenty nine sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pn 31 g 8 mm 5b 105bx de had the cannula break off (patient or no patient end) or pulls out. The following information was provided by the initial reporter, ¿needles break off during the injection.¿